Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose levels (bg) ranging from 147 to 501 mg/dl with nausea and vomiting associated with an alleged inaccurate delivery. The patient stated that they have been experiencing changes in medication, hot flashes, menopause and hormone fluctuations but they can get bg to come down. The patient also stated that due to issues with a high amount of scar tissue and finding good sites to use they keep infusion inset in up to a week and only change it if they notice an issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient gave themselves corrective shots of insulin to decrease their bg level. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.